Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was admitted to the hospital due to increased fall frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the event included changing the patient's medication and having the patient use a rollator. It was noted that the patient was now feeling better. No other information regarding the etiology, cause, or additional actions/interventions were unknown as the patient was seen at another hospital. No further complications were reported/anticipated.